Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2012; 5086mri45 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing thresholds on the left ventricular (lv) lead had increased to a high range with possible intermittent loss of capture. The patient's heart rate was noted to have dropped to the thirty beats per minute range. The lead remains in use. No further patient complications have been reported as a result of this event.